Event description:
It was reported that the caller stated 'device' was t wave over sensing. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the caller stated 'device' was t-wave oversensing. The device and lead are still in use. No patient complications have been reported as a result of this event. It was further reported that the device was later removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.